Event description:
Customer reported unexpected negative reactions on the pool cell assay with capture-r ready-screen, on the galileo, for 3 donor samples .the samples were tested in gel and tested positive.

Manufacturer narrative:
Reactivity of the m antigen was confirmed on retention capture-r ready-screen (pooled), lot n149. Hemagglutination tube testing was performed with customer's returned donor samples, using retention panoscreen I, ii, and iii, lot 16674. Immuadd, lot 6g5508x, was used as potentiator. One sample was nonreactive in all testing. Another sample exhibited nonreactive to moderate reactivity at all temps (including iat) with m+ cells and was nonreactive with m- cell. The sample from the donor known to have anti-m anitbody exhibited microscopic to weak reactivity at iat with m+ cells and was nonreactive with m- cell. Hemagglutination tube testing was performed with this sample using retention panoscreen I, ii, and iii, lot 16674. Immuadd, lot 6g5508x, was used as potentiator. The sample exhibited 1+s reactivity with m+n- cell, micro + reactivity with m+n+ cell, and was nonreactive with m- cell at iat. The limitations section of the package insert states: "antibody screening tests employing pooled reagent red blood cells will not be as sensitive as those incorporating the red blood cells of unpooled single donors."